Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It as reported that upon priming, the pump did not prime. The pump report and screen showed that it had primed.

Manufacturer narrative:
Service history review identified this device has not been in for service in the previous 12 months (last serviced in 07/2020) and there was no indication the complaint was related to previous service of the device.

Manufacturer narrative:
B5: additional information received on 16-aug-2022 via email and attached to complaint object: patient details updated in complaint. Patient did not receive inotrope therapy for 25 hours as pump was not delivering. H6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 2120.